Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that premature battery depletion was suspected due to atrial fibrillation, and several atr (atrial tracking recovery) episodes were observed. The estimated battery longevity decreased by two years. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed that the increase in power consumption was due to high rate atrial sensing, and was averaging at a rate of 326 bpm. Additionally, both minute ventilation (mv) and the signal artifact monitoring (sam) software are active, which can also consume additional battery power and impact longevity. A technical services consultant recommended programming options to reduce the power consumption. No adverse patient effects were reported. This device remains implanted and in service.